Event description:
Patient reported right side rupture diagnosed by an ultrasound.the device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, right side rupture. Diagnosed by an ultrasound. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on (B)(6) 2022, with lot number 2433715. Analysis of the returned device identified, the weight the device within specification, cloudy in the gel, deformation, wear abrasion, encapsulation and crease fold. Voids in the gel observed, after autoclave cycle. Based on the device analysis, the final assessment is: no issues found related with the manufacturing.